Event description:
During the implantation procedure, when connecting the leads to the celea dr generator, the measurements indicated a ventricular impedance value higher than 3000. The physician decided to disconnect the generator and repeat the impedance measurements of both leads with the psa resulting in all correct values. The physician then decided to reconnect the leads into the generator and again, when making measurements, the atrial lead measurement this time indicated an impedance value higher than 3000. After this, the physician decides to interrupt the procedure and implant another celea dr device that did not give any problems.

Manufacturer narrative:
Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure. - at reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended. Please refer to the attached analysis report.

Event description:
During the implantation procedure, when connecting the leads to the celea dr generator, the measurements indicated a ventricular impedance value higher than 3000. The physician decided to disconnect the generator and repeat the impedance measurements of both leads with the psa resulting in all correct values. The physician then decided to reconnect the leads into the generator and again, when making measurements, the atrial lead measurement this time indicated an impedance value higher than 3000. After this, the physician decides to interrupt the procedure and implant another celea dr device that did not give any problems.